Event description:
An explanted lead and generator were received by the manufacturer after the patient passed away. The patient's death was not alleged against the vns. Lead analysis was completed. Setscrew marks found on the connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. A significant portion of the lead (including the electrode array) was not returned for analysis, so an evaluation and resulting commentary couldn't be made on that portion of the lead. Other than typical wear ) and explant related observations (e.g. Partial detachment at the ring/backfill interface), no anomalies were identified. Analysis was completed on the generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Internal review of the generator found that high impedance was detected by the patient's generator in (B)(6) 2020. As the patient's death date is unknown, it is unknown whether the high impedance occurred before or after the patient passed away. High impedance would be an expected event after the patient passed away. No further relevant information has been received to date.